Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. (B)(6). Customer's therapeutic range is 2.5-3.0 inr with a testing frequency of weekly. Customer reported the meter display has some dim segments in the results field. No misinterpretation of results was reported.

Manufacturer narrative:
Occupation is patient/consumer (customer's girlfriend). The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 3.8 on (B)(6) 2022 was actually observed in the meter's patient result memory on (B)(6) 2022. All the other results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.